Manufacturer narrative:
Reported event of no ble telemetry was not confirmed. As received, the device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were noted.

Event description:
New information received notes that the device was explanted.

Event description:
It was reported that the patient presented to the clinic for a follow-up. During examination of the implantable cardiac monitor (icm), it was noted that the bluetooth telemetry could not be paired with the mobile application even after multiple attempts. Programming change failed to pair the device. No adverse patient consequence.